Event description:
The customer contacted philips healthcare to report that the heartstart xl+ was experiencing self-test failures and request service guides and operating manual. There was no reported patient involvement.